Event description:
Report rec'd from abbott international affiliate (abbott taiwan) that states: "when needle comes off the IV vein, the model 4 pump alarm system did not work, for the absence of nurse, the IV pump continues to infuse the drug into the vein, this carelessness has caused skin tissue damage. Now the treatment for pt is undertaken (skin graft), and the pt is doing well now." Another report states: "nurse raised up the pressure, infusion occluded, the wrist was swollen." The pt was receiving normal saline, 140 ml over 8 hours. Report states infusion duration was 1 hours. No add'l info available.

Manufacturer narrative:
According to the abbott international affiliate, via abbott pharmacovigilence, the unit was not returned for failure analysis. The affiliate reports: the device in question was never rec'd by the (foreign) service center. This was due to the fact that the testing was completed at the hosp and the result was determined to be user error and placed back in the field, no complaints have been associated with this pump. It should also be noted that no alarm occurs as a result of IV infiltration as the infusion pump does not detect infiltration. Note: the frequency of deaath or serious injury reports for code (occlusion) for lifecare model 4 products is <0.05/million sets.